Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the patient¿s heartmate ii left ventricular assist device, serial number (B)(6), confirmed driveline wire fatigue that could have resulted in the pump stoppage previously reported through MFR # 2916596-2020-00083. Evaluation of the submitted log file appeared to show the system operating as intended. The submitted x-ray of the internal portion of the driveline revealed an area potentially consistent with fatigue of the metal braided shield; however, driveline wire compromise could not be confirmed via the submitted x-ray images. The account noted that no kinks were confirmed along the driveline; however, a pump exchange was ultimately performed on (B)(6) 2021. The pump was returned assembled with the driveline cut approximately 7¿ from the pump housing, and the distal portion of the driveline was returned measuring approximately 31.5¿ with the controller connector. The sealed inflow conduit was returned attached to the pump inlet port. The outflow elbow was returned attached to the pump outlet port. The apical sewing ring, outflow graft and outflow graft bend relief were not returned with the pump. Evaluation of the sealed inflow conduit revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces also revealed no evidence of adhered depositions or thrombus formations. The 7¿ proximal portion of the driveline revealed no evidence of damage present during support. The silicone jacket and controller connector of the distal 31.5¿ driveline segment returned with (B)(6) appeared unremarkable. Continuity testing revealed a discontinuity in the yellow wire. The layers were carefully removed from the driveline in order to evaluate the underlying wires. Microscopic examination revealed an insulation breach to the yellow wire approximately 30¿ from the controller connector (8.5" from the pump). Although a specific cause for the breach could not conclusively be determined through this investigation, the damage appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline in this location. If the exposed conductors of the yellow wire contacted the braided shield while operating on a grounded power source, such as the power module, the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through MFR # 2916596-2020-00083. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. All hmii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook is also currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". This section instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). This section also states that if the driveline is damaged, the pump may need to be replaced. It should be replaced as soon as possible to prevent serious injury or death. Section 6 "caring for the equipment" outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2021.

Event description:
It was reported that there was a possible kink in the internal portion of the driveline x-ray. The patient has been on a modified cable since last january with no further alarms. The hospital did not confirm the kink but is monitoring the patient while on an ungrounded cable. The next step would be to plan for a pump exchange.